Event description:
This pi is for the planned revision of the patient's left knee arthrodesis on (B)(6) 2023. Noted on the prescription form: "55-year-old male patient, with infected left proximal tibia endoprosthesis, he received, removal of the implant and serial debridement, and currently on IV antibiotics. " "we need to reconstruct the defect with custom made knee endoprosthesis implant, as the patient has limited knee flexion already, and lost a significant portion of his quad strength."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
This pi is for the planned revision of the patient's left knee arthrodesis on (B)(6) 2023. Noted on the prescription form: "55-year-old male patient, with infected left proximal tibia endoprosthesis, he received, removal of the implant and serial debridement, and currently on IV antibiotics. " "we need to reconstruct the defect with custom made knee endoprosthesis implant, as the patient has limited knee flexion already, and lost a significant portion of his quad strength."

Manufacturer narrative:
Correction: additional information states product manufacturer was stryker joint replacement instead of stryker stanmore implant worldwide . Therefore MFR report# of this MDR will be closed and additional information with further investigation details will be submitted in new MFR report#0002249697-2023-00499.